Event description:
It is reported that a customer experienced diabetic ketoacidosis but the customer was not hospitalized. The customer's blood glucose was 400 mg/dl. The customer's mother was informed that there could be many reasons for high blood glucose. The mother stated that her son suffers from irritable colon syndrome and has issues with inserting the sensor in the stomach because the customer would bleed out. The mother stated that they insert the sensor in the buttocks. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.